Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
The patient went home the same day following implant. Her incision in front was about 4.5 inches long. The first day home, the patient could go down her basement stairs. The next day, she ¿couldn¿t even walk¿; the patient couldn¿t walk without a walker; she ¿kept getting stuck¿; she couldn¿t put her leg up or down; she couldn¿t sit down; she couldn¿t stand up; she would ¿get locked¿. The patient took the bandages off and it was sore and swollen. The patient called the physician¿s office twice on (B)(6) 2014 and then called the office emergency number. The office had the patient come in on (B)(6) 2014. It was ¿all infected¿; from the location of the pump pocket site all the way to where the catheter ran back; where the incision was. The patient was given antibiotics. The next day, the patient was still unable to drive. The patient was still sore and could hardly walk. If she bent over to try and look at the incision, she would ¿get stuck¿. Just bending her head down a little bit caused her to get stuck and it caused so much pain. T he patient had never had anything hurt as much as this did. As of (B)(6) 2014, the patient¿s infection site was not as red and she could walk around. The patient slept all day. The night prior, she had had lower back pain. The patient thought that it was now just pressure and uncomfortable because of the surgery and being swollen at the pump site. She still hadn¿t driven her car in over a week because she had been in so much pain. The device system was delivering morphine. The event outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.